Event description:
It was reported that "when final tightening the small connector, a shred of metal came off the connector. The connector was taken out of the body and replaced with a new one."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.